Manufacturer narrative:
The technician found the head drive brake spring is dirty and not holding. He cleaned and degreased the head drive brake spring to repair the bed.

Event description:
Information received indicates the head section drifts down on its own in 10 to 30 minutes.